Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test energizer battery was removed from the battery compartment and the insulin pump was monitored for 10 minutes. The pump power up properly after insertion of the battery and no unexpected history pointers failed alarm were noted. The insulin pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.